Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported upon connecting a new lead to the extension an open circuit on contact 11 was discovered. They disconnected and re-connected multiple times but the open circuit remained on contact 11. The extension was explanted and replaced. The issue was resolved at the time of report.